Event description:
The customer called and reported experiencing blood glucose around 400 mg/dl. The customer stated he delivered a correction and the insulin pump showed units being delivered. Customer was going to take a bolus later and notice the device said he needed to take 17 units, despite it showing active insulin available. The customer stated this occurred a couple of times after that, as well, and he discontinued using wearing the insulin pump, reverting to manual injection instead. Customer was advised the device would be replaced, per his request, and he agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.please see medwatch report # 2032227-2015-19966 regarding this event.